Event description:
It was reported that the patient had recurring gastrointestinal (gi) bleed.

Manufacturer narrative:
Event date is estimated. A request for the onset date of the gi bleed was sent. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had recurring gastrointestinal (gi) bleed on (B)(6) 2020. The patient had positive occult stool. Hemoglobin and hematocrit were checked daily and blood was drawn as needed. Hemoglobin and hematocrit and blood draw testing was conducted during outpatient visit monthly. The patient received intermittent transfusions for hemoglobin less than 10. The patient received monthly octreotide injections during monthly outpatient visits.

Manufacturer narrative:
A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6) , until (B)(6) 2022 when the patient expired due to events unrelated to the device. It was reported that the pump remained implanted following expiration and would be buried with the patient. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28sep2017 the heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.